Event description:
The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications were reported as a result of this event. Follow up revealed the device was replaced due to eri, the patient is not pacemaker dependent, and the pacemaker was still functioning at the time of explant.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires. (B) (4) ema wirebond - loose/detached.

Event description:
Asku

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) preliminary testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.